Event description:
On (B)(6) 2011, this pt was implanted with a gore excluder aaa endoprosthesis featuring c3 delivery system to treat an abdominal aortic aneurysm. During the procedure, the contralateral side of the trunk-ipsilateral leg component became pinched and was not able to be re-opened. An unplanned aui was performed. The pt tolerated the procedure.

Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specifications.